Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) has a history of inappropriate anti-tachycardia pacing (atp) and shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) and is currently being hospitalized due to this. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.